Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 312 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was reported bent. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The pink slide insert was visible through the top housing viewing window. Pod download data showed that it completed first and second priming, and the device got deactivated by the user after 479 pulses. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The exposed portion of soft cannula was observed to be kinked. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. There was no evidence of blood found on the received device. Investigation results found no evidence of any damage or defects on the formed needle and bottom housing that would contribute to bleeding/bruising at the pod infusion site.